Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a cystocele repair procedure performed on (B)(6), 2013. According to the complainant, during the procedure, when attempting to suture the ligament on the right side, the carrier of the capio device failed to extend fully, and the cage was unable to catch the needle on the other side of the ligament. The needle detached from the suture outside the patient on the sterile field. The procedure was completed with an elevate anterior prolapse repair system and a solyx single incision sling system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable, and the patient was discharged the following day, (B)(6), 2014.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.